Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 35. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.